Event description:
A customer reported intermittent occlusion alarms, the event resulted in the customer's blood glucose level reaching 520 mg/dl. To address the issue, the customer administered a correction injection. The customer changed the infusion set and cartridge and resumed insulin. Reportedly, the customer was not preforming the air removal step correctly during the loading sequence, which is considered off label use.